Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving a no delivery alarm. The customer's blood glucose was 373 mg/dl. Troubleshooting was done. Assisted customer in performing a five unit fixed prime, and insulin did exit. The customer was able to remove the infusion set and stated that the cannula was not bent. The customer attempted another five unit fixed prime and received a no delivery alarm. Explained that the infusion set may have been occluded. Advised to change the infusion set but use the same reservoir. Nothing further reported.